Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation and device history records review were performed for the subject device (part number 03.632.036, holding sleeve-long for matrix, lot number 6778548). The investigation of the subject has shown that the first thread flank is demolished. There were no other damages visible. The review of the device history record showed that there were no issues during the manufacturing of the product that would contribute to this complaint condition. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings, it was concluded that the cause of failure is not due to any manufacturing non-conformances. It is possible that the thread of the retaining sleeve was damaged by a loose prime lock connection between the retaining sleeve and the screw during the insertion. Such a loose connection, in combination with high lateral stress, can lead to a breakage of the thread. The cause for a loose connection is either insufficient tightening during the screw pick up or high friction between the inner and outer sleeve of the retaining sleeve. Without additional event information, a root cause cannot be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tip of the holding sleeve broke off during a surgical procedure on (B)(6) 2015. No fragments were generated or retained in the patient &#14356;he broken piece remains attached to the holding sleeve. The surgery was completed with no reported delay. This report is 1 of 1 for com-(B)(4).